Event description:
Edwards received notification from india that this valve model 7300tfx27 implanted in the mitral position was explanted at implant due to mitral regurgitation secondary to immobility of two leaflets. Reportedly, the issue was observed when going off pump. A non-edwards valve was implanted in replacement when the patient was still cannulated. The patient was noted as to be discharged home and did not suffered any injury due to the explant at implant.

Manufacturer narrative:
The product was returned for evaluation confirming suture loop occurred during the procedure. Suture looping may occur during a mitral valve replacement (on occasion aortic valve or valve in the tricuspid position) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction; however, this may require exchange of the device. In this case, there was no device-related harm during the exchange. This event is not a serious injury, a retraction is being submitted for this report.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from india a valve model 7300tfx27 implanted in the mitral position was explanted after an unknown implant duration due to mitral regurgitation secondary to immobility of two leaflets. Reportedly, the issue was observed post implant. The patient was noted as to be recovering.